Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was rec'd via FDA's medical products reporting program that a male pt developed fusarium keratitis while using renu with moistureloc multi-purpose solution. In 2006, the pt awoke with severe burning and pain in the left eye. The pt sough treatment from his dr and was informed he had an ulcer. A culture was performed and he was advised he would be sent to a specialist if his symptoms did not improve. The following morning, he awoke with symptoms of severe pain, matted eyes "running", and blindness in the left eye. The pt was then referred to a corneal specialist. Laboratory testing confirmed the pt had fusarium keratitis. As of approx two months later, the pt was doing better; however, he needed to undergo a corneal transplant. It was noted the pt wears two sets of contacts, soft contact lenses and gas permeable lenses. The pt used renu with moistureloc for his soft contact lenses and boston cleaner for his gas permeable lenses.